Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. It was recommended to replaced the control board. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/31/16 phone call, 11/1/16 phone call, 11/1/16 email.

Event description:
The hospital reported the unit had a system restart alarm during a case. The unit was rebooted and then the case was continued. There was no report of patient injury.